Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The position of the lid in relation to suction unit casing was re-adjusted to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported they were unable to reach maximum suction. There was no report of patient involvement.